Event description:
On (B)(6), 2010, the lay user/patient's nurse contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2011 and obtained the following information: the patient tests four times a day and manages his diabetes with 20 units of lantus (three times a day) and novolog (sliding scale based on the blood glucose result with the subject meter) three times a day. The patient confirmed that the alleged issue began on (B)(6), 2010 (in the morning). The patient corrected and clarified he obtained an elevated blood glucose reading with the subject meter (result unknown) and self administered his novolog insulin (amount unknown) based on the alleged inaccurate high result. At an unknown time later (on (B)(6)) the patient claimed he passed out and the emergency medical services (ems) was contacted. According to the patient, ems administered IV glucose as treatment after a blood glucose result was obtained with the ems's meter (result unknown) and he was soon after transported to the hospital. The patient was released from the hospital at an unknown time later that day. The patient refused to answer any additional questions from the mss and abruptly disconnected the call. It is unknown if the patient received any additional treatment while in the emergency room (ER), it is unknown if patient's physician made any changes to his diabetes regimen, and it is unknown if the patient continued to use the subject meter after the alleged issue began. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, he was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
Account alleged that the brakes are broken. Technician found that while the brake was engaged, the brake caster was moving. No injuries associated with this repair.